Event description:
It was reported that pump experienced repeated malfunction alarms identified by caller on multiple dates, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. After each event, customer reset pump and continued using pump, and technical support arranged shipment of replacement pump with updated software.